Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm balloon. The valve was successfully deployed followed by a post-implant bav using a 20 mm balloon. Digital subtraction angiography and ultrasound were performed and revealed moderate paravalvular leak along with an upward movement of the valve. Subsequently, a second valve was implanted due to the dislodgement of the first valve.

Manufacturer narrative:
Continuation of d10: product ID {envpro-16}; product lot number {0012635376}; product type: {0195-heart valves}; implant date: non-implantable device image review: one static image was provided for review. The image provided shows evidence of two valves, evolut in evolut. As stated in the instructions for use, the safety and effectiveness of a corevalve¿ evolut¿ pro bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the dislodged valve is likely a contributing factor. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 image review: the image provided shows evidence of two valves, evolut in evolut; however, the dislodgment event was not captured therefore it is not possible to validate the cause of the dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.